Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels. Customer used humalog insulin pen but blood glucose levels were still high (500&600 mg/dl).